Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had a hardware low level failure alarm. The customer's blood glucose level was 9.5 mmol/l. The customer experienced high blood glucose level in the past. Troubleshooting was not performed and the customer was advised that the insulin pump needed to be replaced. The insulin pump will not be returned for the analysis.

Manufacturer narrative:
Insulin pump passed selftest, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. Insulin pump received with the audio alert functioning properly. No audio alert anomaly noted. Hardware low level failures alarm (variable 3) confirmed in the insulin pump history due to broken pin 6 trace on keypad assembly. Insulin pump received with scratched case, pillowing keypad overlay and minor scratched lcd window.